Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Conconmitant products were used during this study: carto 3 system 29068 was used for mapping. Other company's device used during procedure: st jude 8.5 fr sro (ref # 406853) sheath. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) female patient underwent an afib. Ablation procedure using smart touch bidirectional catheter and suffered a cardiac tamponade. During mapping pvc it may have been close to the coronary arteries and the physician had a cardiologist come in and do an angiogram of the coronaries. When the injection of contrast was made the patient complained not feeling well. A pericardial effusion was noted. Since a pre-procedure us was not performed, it was not known if the effusion was new. Patient was required pericardial window and extended hospitalization. Patient was fully recovered. Act maintained <200s during the procedure. No ablation was performed. Physician was uncertain of exact cause of adverse event.